Event description:
Inability to walk/difficulty walking [unable to walk], significant pain/increased pain [aching (r) knee] ([arthralgia aggravated]), swelling/still pretty swollen/increased swelling [swelling of r knee] ([condition aggravated]), tightness [stiff knees] . Case narrative: this case is linked to cases (B)(4) (cluster) and (B)(4) (multiple devices for same patient). Initial information received on 05-sep-2019 regarding an unsolicited valid serious case received from a physician via phone from united states. This case involves a 57 years old female patient who after unknown latency experienced significant pain/increased pain, swelling/still pretty swollen/ increased swelling, tightness and inability to walk/difficulty walking, while she was treated with hylan g-f 20, sodium hyaluronate (synvisc) in right knee. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date in 2018, patient had previous hylan g-f 20, sodium hyaluronate (synvisc) injections. On (B)(6) 2019, the patient started taking hylan g-f 20, sodium hyaluronate injection via intra-articular route in right knee, at a dose of 2 ml (lot - 8rsp015c, expiration: 30-jun-2021) for osteoarthritis. On an unknown date in 2019, patient had significant pain swelling, stiffness and inability to walk/difficulty walking. These events assessed as serious due to intervention required. A reportedly this happened over the last week ((B)(6) 2019) and this had never happened before. Patient had just one injection. On (B)(6) 2019, patient was due to have her second injection with a different lot number. On (B)(6) 2019, patient actually received a kenalog injection instead because she was still pretty swollen with no relief. On (B)(6) 2019, patient did not have hylan g-f 20, sodium hyaluronate because of increased pain and swelling. It was reported that the physician had two other patients who received treatment with the same lot number and experienced the same reactions which was usual for them. On an unknown date, patient was in a process of getting right knee replacement and left knee replacement in the future. Action taken: drug withdrawn for all events corrective treatment: triamcinolone acetonide (kenalog) injection and cortisone injection for significant pain/increased pain, swelling/still pretty swollen/ increased swelling; cortisone injection for tightness and inability to walk/difficulty walking outcome: unknown for inability to walk/difficulty walking and tightness; not recovered for significant pain/increased pain, swelling/still pretty swollen/ increased swelling a product technical complaint was initiated on 24-sep-2019 for synvisc. Batch number: 8rsp015c global ptc number: (B)(4). The production and quality control documentation for lot 8rsp015 expiration date (2021-06) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot batch record review & lot frequency analysis for lot 8rsp015 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of 24-sep-19 there are 5 complaints on file for lot 8rsp015 and all related sub-lots. 5 complaints were on file for lot 8rsp015c: 1 complaint on file for luer lok defect. 4 complaints on file for adverse event report. Sanofi would continue to monitor complaints as stated in sop rdg-sop-000440 product event handling to determine if a CAPA was required. Final investigation complete date: 24-sep-2019 additional information received on 24-sep-2019. Investigation summary received and ptc results added. Additional information was received on 19-nov-2019 from other healthcare professional. Additional event of tightness added with details. Event verbatim of inability to walk updated to inability to walk/difficulty walking. Information regarding corrective treatment for inability to walk/difficulty walking, significant pain/increased pain and swelling/still pretty swollen/ increased swelling updated. Clinical course updated. Text amended accordingly.

Event description:
Significant pain/increased pain [aching (r) knee] ([condition aggravated]); swelling/still pretty swollen/increased swelling [swelling of r knee] ([condition aggravated]); inability to walk [unable to walk]. Case narrative: this case is linked to cases (B)(4) (multiple devices for same patient). Initial information received on 05-sep-2019 regarding an unsolicited valid serious case received from a physician via phone from united states. This case involves a 57 years old female patient who after unknown latency experienced significant pain/increased pain, swelling/still pretty swollen/ increased swelling and inability to walk, while she was treated with hylan g-f 20, sodium hyaluronate (synvisc) in right knee. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date in 2018, patient had previous hylan g-f 20, sodium hyaluronate (synvisc) injections. On (B)(6) 2019, the patient started taking hylan g-f 20, sodium hyaluronate injection via intra-articular route in right knee, at a dose of 2 ml (lot - 8rsp015c, expiration: 30-jun-2021) for osteoarthritis. On an unknown date in 2019, patient had significant pain swelling, and inability to walk. Reportedly this happened over the last week (B)(6) 2019) and this had never happened before. Patient had just one injection. On (B)(6) 2019, patient was due to have her second injection with a different lot number. On (B)(6) 2019, patient actually received a kenalog injection instead because she was still pretty swollen. On (B)(6) 2019, patient did not have hylan g-f 20, sodium hyaluronate because of increased pain and swelling. It was reported that the physician had two other patients who received treatment with the same lot number and experienced the same reactions which was usual for them. Final diagnosis was significant pain/increased pain, swelling/still pretty swollen/ increased swelling and inability to walk. Action taken: drug withdrawn for all events. Corrective treatment: triamcinolone acetonide (kenalog) injection for significant pain/increased pain, swelling/still pretty swollen/ increased swelling and not reported for inability to walk. Outcome: unknown for inability to walk; not recovered for significant pain/increased pain, swelling/still pretty swollen/ increased swelling. A product technical complaint was initiated on 24-sep-2019 for synvisc. Batch number: 8rsp015c; global ptc number: (B)(4). The production and quality control documentation for lot # 8rsp015 expiration date (2021-06) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 8rsp015 no CAPA is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of 24-sep-19 there are 5 complaints on file for lot# 8rsp015 and all related sub-lots. 5 complaints are on file for lot# 8rsp015c: 1 complaint on file for luer lok defect. 4 complaints on file for adverse event report. Sanofi would continue to monitor complaints as stated in sop rdg-sop-000440 ?product event handling? To determine if a CAPA is required. Final investigation complete date: 24-sep-2019 additional information received on 24-sep-2019. Investigation summary received and ptc results added.

Event description:
Significant pain/increased pain [aching (r) knee] ([condition aggravated]). Swelling/still pretty swollen/increased swelling [swelling of r knee] ([condition aggravated]). Inability to walk [unable to walk]. Case narrative: this case is linked to cases (B)(4). Initial information received on 05-sep-2019 regarding an unsolicited valid serious case received from a physician via phone from united states. This case involves a (B)(6) female patient who after unknown latency experienced significant pain/increased pain, swelling/still pretty swollen/ increased swelling and inability to walk, while she was treated with hylan g-f 20, sodium hyaluronate (synvisc) in right knee. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date in 2018, patient had previous hylan g-f 20, sodium hyaluronate (synvisc) injections. On (B)(6) 2019, the patient started taking hylan g-f 20, sodium hyaluronate injection via intra-articular route in right knee, at a dose of 2 ml (lot - 8rsp015c, expiration: 30-jun-2021) for osteoarthritis. On an unknown date in 2019, patient had significant pain swelling, and inability to walk. Reportedly this happened over the last week ((B)(6) 2019) and this had never happened before. Patient had just one injection. On (B)(6) 2019, patient was due to have her second injection with a different lot number. On (B)(6) 2019, patient actually received a kenalog injection instead because she was still pretty swollen. On (B)(6) 2019, patient did not have hylan g-f 20, sodium hyaluronate because of increased pain and swelling. It was reported that the physician had two other patients who received treatment with the same lot number and experienced the same reactions which was usual for them. Final diagnosis was significant pain/increased pain, swelling/still pretty swollen/ increased swelling and inability to walk. Action taken: drug withdrawn for all events. Corrective treatment: triamcinolone acetonide (kenalog) injection for significant pain/increased pain, swelling/still pretty swollen/ increased swelling and not reported for inability to walk. Outcome: unknown for inability to walk; not recovered for significant pain/increased pain, swelling/still pretty swollen/ increased swelling. The product technical compliant (ptc) was initiated and the results were pending for the same.